Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 497 mg/dl and ketones. The customer stated that she hit a capillary when she inserted the infusion set, causing an occlusion of blood in the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.